Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the sheath was torn, and that the coil was stretched and detached at 137cm proximal from the burr. Due to the damage to the retuned coil and sheath, a test burr catheter was used with the advancer during functional testing. Functional testing was then performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the returned advancer was able to reach and maintain optimal rpm with no resistance or issues using a test burr catheter. Product analysis confirmed the reported detachment, as the coil was stretched and detached. The reported stall, resistance during removal, and interaction with another device were unable to be confirmed as the advancer performed as expected with a test burr catheter, and clinical circumstances were unable to be replicated.

Event description:
It was reported that the burr became stuck with the stent and shaft separation occurred. A 90% stenosed target lesion was located in the mildly tortuous and none calcified first right posterolateral segment. A 2.25mm rotapro was selected for use. During procedure, after the ablation with 1.50mm rotapro for in-stent restenosis (isr), a stall has occurred while using the 2.25mm rotapro device and it got stuck in the stent during the second poking motion. A non-boston scientific 14-wire was crossed through, however, both non-boston scientific balloon catheter 1.0mm and balloon catheter 0.75mm were unable to cross, and the hand-base of the rotapro shaft has separated. A 7f non-boston scientific guide catheter was delivered, however, it could not release the stuck. A non-boston scientific 14-wire was crossed through the circumflex, and a balloon anchor was applied with a 4.0mm nc emerge, but the burr could not be removed. Even near the left main trunk, the burr was repeatedly pulled out during anchor, but it was unsuccessful. Then, the guide catheter and rotapro burr were removed together from the body as the burr got stuck in the tip of the non-boston scientific guide catheter. A dissociation in left main trunk (lmt) was then confirmed with non-boston scientific optical frequency-domain imaging (ofdi); therefore, dilatation was performed with 3.5mm wolverine balloon, and non-boston scientific stent was implanted to complete the procedure. No patient complications were reported.

Event description:
It was reported that the burr became stuck with the stent and shaft separation occurred. A 90% stenosed target lesion was located in the mildly tortuous and none calcified first right posterolateral segment. A 2.25mm rotapro was selected for use. During procedure, after the ablation with 1.50mm rotapro for in-stent restenosis (isr), a stall has occurred while using the 2.25mm rotapro device and it got stuck in the stent during the second poking motion. A non-boston scientific 14-wire was crossed through, however, both non-boston scientific balloon catheter 1.0mm and balloon catheter 0.75mm were unable to cross, and the hand-base of the rotapro shaft has separated. A 7f non-boston scientific guide catheter was delivered, however, it could not release the stuck. A non-boston scientific 14-wire was crossed through the circumflex, and a balloon anchor was applied with a 4.0mm nc emerge, but the burr could not be removed. Even near the left main trunk, the burr was repeatedly pulled out during anchor, but it was unsuccessful. Then, the guide catheter and rotapro burr were removed together from the body as the burr got stuck in the tip of the non-boston scientific guide catheter. A dissociation in left main trunk (lmt) was then confirmed with non-boston scientific optical frequency-domain imaging (ofdi); therefore, dilatation was performed with 3.5mm wolverine balloon, and non-boston scientific stent was implanted to complete the procedure. No patient complications were reported.